Event description:
It was reported that the caller experienced a malfunction on their insulin pump. There was no reported impact to the customer¿s blood glucose level. Tandem technical support addressed the issue by replacing the pump with one that includes updated software. The customer was informed about the steps to take with the new pump and to use multiple daily injections as a backup therapy. They were also instructed to return the faulty pump to tandem using a pre-paid ups label.